Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - unk m/l taper size 11 std offset; unk zimmer trilogy cup size 56mm; unk longevity hxlpe liner size 32mm elevated 10 degree. Report source - literature - risk factors associated with early complications of revision surgery for head-neck taper corrosion in metal-on-polyethylene tha,young-min kwon et.al.,. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery due to symptomatic altr and elevated cocr levels. Review of the journal article shows that there was black metal debris was noted at the femoral component trunnion neck and additionally the patient required debridement of varying degrees of necrotic periarticular soft tissue, muscle and bone. No additional information is available at this point of time.